Event description:
It was reported that the patient was still experiencing symptoms even though her stim was at 2.50 v. The patient had not achieved symptom relief since ins was implanted. The patient could not raise stim any higher because stim starts to buzz and caused a stinging sensation and was uncomfortable. The patient had a gushing when she stood up. It was noted that the healthcare provider told the patient they needed a bladder sling to hold up bladder. Per the reporter, the healthcare provider noted "both things" (sling <(>&<)> ins) are for the gushing. Then patient noted they were not sure. The patient made several attempts to establish communication. The patient was in the hospital with a broken leg and had limited mobility. The patient was able to get communication. The patient was currently programmed to group b prog 1 at 3.50v , not the 2.50v the caller initially reported. Group b prog 2 at 1.25v was increased to 1.60v . Additional information received noted that cause of event was noted as infection of device; no elements of device. There were no abnormal impedance measurements. Surgical intervention had not occurred. On (B)(6) 2013 - no evidence abscess, had cellulitis of ipg site. IV antibiotics completed (B)(6) 2013. Hospitalization was required. Patient outcome was serious injury illness, recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 37746, product type programmer, patient; product ID 3889-28, lot # va09b8s, implanted: (B)(6) 2013, product type lead; product ID 3889-28, lot # va09b8s, implanted: (B)(6) 2013, product type lead; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).